Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). During the preparation of the steerable guide catheter (sgc), it was noted that the stopcock was difficult to attached. After several attempts, the flush port was observed discolored. A different stopcock was used a was able to be attached. However, the device was replaced out of caution. During the preparation of the clip delivery system, a non-abbott person was assisting with the preparation of the clip delivery system (cds) and the clip introducer was damaged. Therefore, the device was not used and replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported material split, cut or torn (n/a). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported damage to the clip introducer appears to be related to procedural conditions (damaged during device preparation). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). During the preparation of the steerable guide catheter (sgc), it was noted that the stopcock was difficult to attached. After several attempts, the flush port was observed discolored. A different stopcock was used a was able to be attached. However, the device was replaced out of caution. During the preparation of the clip delivery system, a non-abbott person was assisting with the preparation of the clip delivery system (cds) and the clip introducer was damaged. Therefore, the device was not used and replaced. There was no clinically significant delay in the procedure.